Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 500 mg/dl in the hospital. Customer had symptoms such as positive results in ketones test, nausea. Customer was treated that with intravenous fluid and insulin drip. Customer did not allege insulin pump for under delivering. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.